Event description:
Procedure: total lap hysterectomy. According to the reporter: the needle disengaged. Ref (B)(4). No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into pt. The endosctich needle feel out during a stitch. The left side of the incision could not be closed with the v-loc endostitch. The spike became dislodged three times. Therefore, the remainder of the cuff was closed vaginally with interrupted figure of 8 sutures.

Manufacturer narrative:
(B)(4).